Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received an intravenous diuretic. It was also reported that 13 days following ventricular assist device implant, the patient was switched to intermittent hemodialysis (ihd). Six days after, ihd was ended and re-initiated. Eight days later, the patient was discharged. A week following discharge, the patient received continuous renal replacement therapy due to rising creatinine and low urinary output.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial extubation trial failed one day after the vad implant. The patient was extubated several days later initially, but then was reintubated after experiencing cardiac arrest and hypoxemic and hypercarbic respiratory failure with a mixed etiology. It was also reported that the patient had a klebsiella infection with fever and mild leukocytosis and opacities were shown on a chest x-ray. It was also reported that the patient had a nuclear medicine scan which revealed a potential upper gastrointestinal bleed with hemoglobin (hgb) of 8.85 which was down from ten days earlier and an elevated international normalized ratio (inr) of 3.9. The patient received 6 packed red blood cells (prbc) and medications. It was also reported that patient had a failed tracheostomy trial due to a complicated venous structure in the patient¿s neck. The patient was extubated to a high flow nasal cannula with varying oxygen saturation levels and they decompensated quickly. The patient¿s family decided to withdraw care and the patient expired due to hypercapniec respiratory failure.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received for the site indicated that the patient experienced a perioperative acute kidney injury (aki), requiring continuous veno-venous hemodialysis (cvvh). The patient experienced respiratory distress with increasing hyperkalemia and azotemia with decreasing urine output (uop). Additionally, the patient received an intravenous diuretic. It was also reported that 13 days following vad implant, the patient was switched to intermittent hemodialysis (ihd). Six days after, ihd was ended and re-initiated. Eight days later, the patient was discharged. A week following discharge, the patient received continuous renal replacement therapy due to rising creatinine and low urinary output. Additional information received from the site indicated that the initial extubation trial failed one day after the vad implant. The patient was extubated several days later initially, but then was reintubated after experiencing cardiac arrest and hypoxemic and hypercarbic respiratory failure with a mixed etiology. It was also reported that the patient had a klebsiella infection with fever and mild leukocytosis and opacities were shown on a chest x-ray. It was also reported that the patient had a nuclear medicine scan which revealed a potential upper gastrointestinal bleed with hemoglobin (hgb) of 8.85 which was down from ten days earlier and an elevated international normalized ratio (inr) of 3.9. The patient received 6 packed red blood cells (prbc) and medications. It was also reported that patient had a failed tracheostomy trial due to a complicated venous structure in the patient¿s neck. The patient was extubated to a high flow nasal cannula with varying oxygen saturation levels and they decompensated quickly. The patient¿s family decided to withdraw care and the patient expired due to hypercapniec respiratory failure. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, respiratory dysfunction, renal dysfunction, infection, cardiopulmonary arrest, bleeding, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a perioperative acute kidney injury (aki), requiring continuous veno-venous hemodialysis (cvvh). On (B)(6) 2019 patient experienced respiratory distress with increasing hyperkalemia and azotemia with decreasing urine output (uop). The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.